Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a major gastrointestinal hemorrhage with an unidentified source on (B)(6) 2022. Between 8 and 16 units of red blood cells (rbc's) were transfused. The patient's labs taken on (B)(6) 2022 indicated a prothrombin time of (inr) 5.5 iu, an activated partial thromboplastin time (aptt) of 53 seconds, and a platelet count of (plt) 25.1 × 104/l. No medication was administered. The patient was noted to be on anticoagulation at the time of the event. The patient was readmitted at this time. The cause of the bleeding was determined to be a history of a lesion or disease at the bleeding site which precipitated the onset of the bleeding. There was excessive melena, hemoglobin deceased to 5.0, however despite an upper and lower endoscopy, the source of the bleeding could not be identified. A pre-operative elevated international normalized ratio or platelets below 60,000 was also noted. It was thought the bleeding was probably device related due to the patient's anticoagulation therapy. The patient was discharged on (B)(6) 2022.